Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0 x 28mm xience prime stent delivery system (sds) was unable to cross the non-tortuous, non-calcified, right coronary artery (rca). After several attempts were made to cross the lesion with the sds, force was applied and the proximal shaft became bent. The location of the shaft bend on the sds was outside the patient. The sds was successfully removed, but resistance was felt during removal. Another stent was used to finish the procedure successfully. There were no adverse patient effects. No additional information was provided.